Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; a conclusive cause could not be determined from the information available. A second valve was successfully implanted valve-in-valve with a trace of pvl. A trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
MFR. Name - medtronic heart valves division.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. A post implant balloon aortic valvuloplasty (bav) was performed, however was unsuccessful in changing the pvl. A second valve was successfully implanted valve-in-valve procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).